Manufacturer narrative:
An event regarding dislocation involving a triathlon metalbacked patellar component was reported. The event was confirmed through x-rays. Method & results: -device evaluation and results: based on a photograph provided, the patellar plastic bearing surface is partially fractured. -medical records received and evaluation: insufficient medical records were received for review by a clinical consultant but following were his comments: the x-rays confirm a complete dislocation of the patellar component from the patellar bone into the supra-patellar pouch. The poly damage with the small peripheral tear could be secondary damage after the dislocation of the component from the bone. The root cause for the dissociation of the patellar component from its bone bed is less clear. Such events frequently have patellar tracking issues as a consequence of an adverse mix of patient-related and procedure-related factors as root cause but the current limited amount of information does not allow to draw any valid conclusions about the potential failure mode of this case. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the medical review indicates that the x-rays confirm a complete dislocation of the patellar component from the patellar bone and that he poly damage with the small peripheral tear could be secondary damage after the dislocation of the component. However, the root cause for the dislocation is less clear due to the limited amount of information and does not allow to draw any valid conclusions about the potential failure mode of this case. Additional information such as device return, CT scans, operative notes and medical records are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient complained of anterior knee pain. Open surgery revealed fractured poly of beaded patella.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient complained of anterior knee pain. Open surgery revealed fractured poly of beaded patella.